Event description:
The facility's nurse reported backflow on this set possibly due to the checkvalve. This was discovered while delivering a potassium bolus to the pt. The nurse stated that no pt injury or medical intervention was involved; the pt was okay. Info regarding the pump's programming, lot number of the set and add'l contacts but none was provided.